Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels due to an insertion site leak from the infusion set. The blood glucose reading was over 500 mg/dl. The customer stated that the tubing gets pulled often but is allergic to the adhesive on the extra tape for tubing. She stated that she had not had any issues with the insulin pump for 15 years and never had any issues with medtronic supplies. The most recent blood glucose reading was 127 mg/dl. Nothing further reported.